Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv filter was disconnected. The following information was provided by the initial reporter: material #: 11532269. Batch/lot #: unknown (10) 20077409, (10) 20086496, or (10) 20106383. It was reported that the travasol filter was disconnected from main line and was found separated from patient. Incident details: who was affected? Patient unexpected or prolonged care? Not applicable. Frequency of problem: first time.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv filter was disconnected. The following information was provided by the initial reporter: material #: 11532269. Batch/lot #: unknown (10) 20077409, (10) 20086496, or (10) 20106383 it was reported that the travasol filter was disconnected from main line and was found separated from patient. Incident details: who was affected? Patient. Unexpected or prolonged care? Not applicable. Frequency of problem: first time.

Manufacturer narrative:
H6: investigation summary: customer reported that the filter was found disconnected, and then returned the affected sample. The sample was clearly separated at the inlet of the filter and the complaint is verified. Visual inspection under the microscope found the tubing to be slightly expanded, which is a known failure. The lot number is unknown, but the customer provided potential lot numbers from the same bin as the the sample. A device history record review for model 11532269 lot number 20077409 was performed. The search showed that a total of 7,683 units in 1 lot number was built on (B)(6) 2020. There was a quality notification issued for leaking filter, qn# (B)(4). A device history record review for model 11532269 lot number 20086496 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 12aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 20106383 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 22oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing team found the root cause to be traced to the tubing expansion and operations flow. The operation flow was updated in january in an action plan. All potential lots were manufactured before the action plan. No other failure modes were observed. H3 other text : see h10